Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint by an authorized service provider (asp) on the v60 indicating a device malfunction as the central processing unit (cpu) printed circuit board assembly (pcba) needed to be replaced due to warnings that pointed to a failure. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was sent to bench repair, where an authorized service provider (asp) found that the central processing unit (cpu) printed circuit board assembly (pcba) needed to be replaced due to warnings that pointed to a failure. Per the good faith effort (gfe) response received, the device actually restarted a couple of times on its own after a short time, so the cpu pcba needed to be replaced. The investigation is ongoing.